Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose level was (107 mg/dl). Reportedly, the customer had loaded the cartridge with cold insulin. The customer was able to load a new cartridge with insulin at room temperature and the issue was resolved.